Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that there is variation between the blood glucose level and the sensor reading. The blood glucose level was 110 mg/dl and the sensor was reading 70 mg/dl. The patient was advised to calibrate only when stable. The current blood glucose reading is 126 mg/dl. No further information was provided.